Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before use on patient, it was observed that the motor device tube leaked and attachment could not "fix" well. During service and repair testing, it was observed that the locking components were damaged. It was further determined that the device failed the following pre-tests: housing pin height, cutter lock, safety, temperature, sound, oil leak and rotations per minute (rpm). It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.